Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2015. Report source. Literature - naohide takeuchi, shunsuke hotokezaka, takamitsu okada, hidehiko yuge, takao mae & yukihide iwamoto (2015) recovery of wrist function after volar locking plate fixation for distal radius fractures. The journal of hand surgery (asian-pacific volume) 2016;21(2):199-206. Http://www.worldscientific.com/doi/abs/10.1142/s2424835516500193?journalcode=jhs. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was one patient required removal of implants with release of carpal tunnel due to median nerve disturbance that occurred coincident with biomet volar locking plate, dvr anatomic plate.